Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they have been experiencing headaches and cramping in their back around their implant area for a week now that got real bad on friday. The patient decided to turn the therapy off yesterday as it was shocking them and was very painful. Patient stated their back was still pulsing. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient does not have a post-op appointment yet but will call their hcp today.